Event description:
In 2006, the caller got a reading of 374mg/dl from her adc device. She notified her nurse and they retested with the hcp meter. The hcp meter gave a reading of 62mg/dl. The caller was treated based on the hcp meter result. She was diagnosed with hypoglycemia and was treated with orange juice and cheese. The caller was in the hospital for a kidney transplant. The adc device reading is not consistent with the customer's treatment and diagnosis. Note: the customer did not wash her hands prior to testing.